Event description:
Physician reported a right side rupture diagnosed by MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified it to be underweight, red particles in the surface of the shell, wear abrasion and a curved opening. A microscopic analysis was performed which identified a sharp edge, with non-penetrating nicks assessed as a surgical impact opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edged opening with non-penetrating nicks due to surgical impact. Also noted were non-penetrating nicks.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reporter phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Physician reported a right side rupture diagnosed by MRI. Device has been explanted.